Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported three issues that the patient first went to ER (emergency room) due to high blood glucose levels over 400 mg/dl due to kink cannula and was treated with intravenous and fluids of saline on (B)(6) 2026.